Manufacturer narrative:
Device was discarded.

Event description:
It was reported by the physician's office that the handheld device was returned to the manufacturer, but no additional information was provided. It was later identified that it appears that this reported issue was since reported in mfg report #: 1644487-2015-06521. The report will now be captured in mfg report #: 1644487-2015-06521.

Event description:
It was reported on (B)(6) 2015 that the physician's handheld was no longer working. No further details were available from the reporting source at the physician's office. The physician&#38112;office requested a replacement tablet. A replacement tablet and wand were provided since the details of the issues were unclear. The programming system has not been received to date.